Event description:
It was reported that the patient heard alert tones and went to the emergency room, where it was noted that lead integrity alert had triggered due to nonphysiologic sensing. Noise was reproduced with isometrics, and the pacing impedance fluctuated during this as well. Lead fracture was also reported. The lead was turned off to avoid shocks, and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed. Concomitant products: 6996sq58 implantable tachy lead, (B)(6) 2012; 5076-45 implantable pacing lead, (B)(6) 2012; 672625 implantable lead adaptor, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that there was a lead impedance out of range alert, that the criteria for the right ventricular lead integrity alert were met, that there was a lead noise alert, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).